Event description:
It was reported that the device was explanted due to the rv output needing to be increased several times starting one week after implantation. The physician went into revise or reposition the lead, but found that the lead threshold was good through the analyzer. At that point the physician decided to explant the device. No patient complications were reported as a result of this event.